Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge and meant pump could no longer be guaranteed watertight, and customer was unsure how damage occurred but believed it resulted from normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place damaged pump into storage mode and return it within 10 days using prepaid label, and advised that customer would need to reprogram pump settings and reconnect continuous glucose monitor on replacement device.